Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no visible damage was observed on exterior and port of the unit related to the reported issue. The unit was installed in the golden system where the component functioned as intended. The golden system was disconnected from the ac power cord to test if the system power manager (spm) would recharge. The component functioned as expected when ac power was reconnected. The system sat idle for 30 mins and functioned as expected. The system was set to run 10 power cycles. Once testing was completed, the system error logs was inspected but no errors related to the reported event could be identified. Root cause is attributed to a faulty spm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, customer had a no backup battery message on the screen. Logs were showing a 818 patient side cart (psc) switched from battery to ac power. Customer stated that all 3 battery leds were showing as solid green. Technical support engineer (tse) recommended performing a hard reboot on the system. Customer stated they would reboot the system between cases and stated the power cable from the psc was plugged in overnight. The procedure was completing as planned with no reported injury.